Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The instrument was received loaded with a 4.8mm reload. Visual inspection of the cartridge noted that the reload was fully fired. The reload was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a low anterior resection double stapling, the surgeon fired the device and cut the tissue on the mouth side. After releasing the jaws, the surgeon inserted a finger into the anus and the finger came out of the rectal stump. The staple line was not completed. A part of the staples were not placed to the tissue. There was oozing bleeding. The surgeon then stitched the incomplete staple line manually for the recovery. The last known status of the patient is reported as good.